Event description:
It was reported that the patient presented for follow up. A device interrogation revealed over-sensing exhibited by implantable cardioverter defibrillator. Subsequent programming interventions were made. There were no patient consequences.